Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter lumen was difficult to flush was inconclusive and could not be verified from the radiographic image was provided for investigation. The image showed multiple lines, which could be lead wires that do not resemble the implicated powerpicc. A line was observed in the radiographic image that was consistent with the powerpicc. What appeared to be a loop was observed in the line. No sharp kinks that would inhibit infusion were observed in what appeared to be the catheter. Kinking of the catheter may have been a contributing factor of the reported issue. The kinking of the catheter may have been affected by the insertion and/or securement technique and patient movement. The instructions for use (IFU) state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ since the difficulty to infuse could not be verified from the image, the complaint was inconclusive. A lot history review (lhr) of reen3364 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported PICC was placed on (B)(6) 2020. On (B)(6) 2020 PICC was difficult to flush and chest x-ray showed a loop with a kink in junction of subclavian vein and ij vein which was also shown in all chest x-rays since 6/2 and dictated in radiology report since 6/22. PICC was removed on (B)(6) 2020.